Manufacturer narrative:
Device evaluated by manufacturer: a 2.50 x 12 mm promus premier select stent delivery system was returned for analysis. Visual examination of the stent found that the stent was damaged on the first 2 proximal stent strut rows with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and measured within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed.the tip was visually and microscopically examined, and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred due to handling during preparation. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination found a hypotube kink at 955 mm distal from the distal end of the strain relief. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. Visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis.

Event description:
It was reported that stent struts were deformed. A percutaneous coronary intervention was being performed. After removing the protective cover from the 12mm x 2.5mm promus premier select stent the stent struts were noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that stent struts were deformed. A percutaneous coronary intervention was being performed. After removing the protective cover from the 12mm x 2.5mm promus premier select stent the stent struts were noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.